Event description:
Reporter alleged due to blood glucose device results, being admitted into the hospial for four days, given an IV, and monitored. Reporter stated the morning device result was near 600 mg/dl and took 20 units of insulin around 1 pm. Reporter stated device result was in the 400s mg/dl and then took 20 more units of insulin. Reporter stated around 4 or 5 pm, device results were almost 400 mg/dl and ate melon as well as took 20 more units of insulin. Reporter alleged feeling as if she would vomit, fell, was dehydrated, couldn't breathe, and had chest pains. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.